Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was successfully performed using a 35mm watchman flx laa closure device with delivery system (wds). 45 minutes post procedure while in recovery, the patient experienced ventricular fibrillation and was defibrillated. A transthoracic echocardiogram was performed and it was discovered the closure device had embolized into the left atrium. The patient underwent surgery in which the closure device was explanted and the laa was surgically ligated. The patient recovered and was discharged home.